Event description:
Report from attorney, he advises his client was a 4 month post spinal cord injury from a motorcycle accident. A bed was delivered to his home and set up by "nmc", homecare dealer, his client was raising/adjusting the head of the bed when the foot section abruptly rose causing him to [allegedly be] thrown from the bed onto the floor. This incident resulted in his spasms allegedly increasing in severity. The attorney believes the cable was routed improperly through the bed. The dealer exchanged the bed for another one, and it is unknown where the bed in question is located.